Event description:
Customer reported unexpected negative reactivity with a patient sample previously identified with an anti-kell. The sample was tested by 2 cell screen and anitbody ID panel on the galileo. All cells resulted as negative. No adverse event occurred as a result of the unexpected negative reactivity.

Event description:
The device was returned along with the wingspan delivery system reported under MFR # 2939204-2010-0056. Inspection of the device found the polytetrafluoroethylene (ptfe) coating peeled along its proximal section. There were no reported clinical consequences to the patient.

Manufacturer narrative:
(B)(4), the suspect medical device lot number was corrected. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional architect reaction vessel lot 69058p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 69058p100 was in use at the customer facility.

Event description:
The customer stated error code 1007, unable to process test, activated read failure began occurring on the architect analyzer after using reaction vessel lot 69058p100. Additionally, the number or hbsag retests had increased with reaction vessel lot 69435p100. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.